Manufacturer narrative:
Clinical evaluation performed bx medical affairs director: in an l5-s1 fusion case with pedicle screws, the surgeons reportedly expressed the feeling during surgery that the position of the left l5 screw was not optimal, then he saw the images and accepted it. The post-op CT, which we cannot access today, revealed instead that one of the screws was in the joint (according to report). We did not see screws in the joint (CT not available, just intraoperative fluoroscopies). This report is in contrast with the assertion that the screw had not violated the pedicle. From the report of the department who made the individual guides, no useful information can be gathered. The possibility that the guide was not placed in the same position as planned is always present. We cannot draw any final conclusion as to the root cause for this inconvenience. Evaluation of the case provided byy r&d spine director: looking on the x-ray provided it doesn't look like a significant off-set to the planned position. The surgeon confirmed as well that while he used the feeler probe he felt he was inside the pedicle. The s1 screws look to me very long/protrude on the anterior side. In addition to that, I don't see any screw inside the joint/disc. However, there could be a potential risk of facet joint irritation taking the tulip into account in combination with the panned entry point. Analysis performed by (B)(4) department: each step of the myspine process has been analyzed with the conclusion: images qc: the images we received were subjected to quality control, the result of which was positive. Reconstruction: the reconstruction is precise and correct, all areas were clearly identifiable. L05 guide was designed according to the trajectory of the screws in the planning validated (rev.1). Conclusions: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 29 apr 2019: lot 01434s: 4 items manufactured and released on 20-mar-2019. Expiration date: 2019-09-13. No anomalies found related to the problem.

Event description:
Problems with the setting of the guides l5 and s1. The surgeon put the l5 guide on the vertebra and prepared the hole. He checked it on x-ray and it looked good, but when he has to insert the screws, the left screw looked very medial (not how he planned it). He took the screw out and used the tip feeler to check if he is outside the pedicle, but he wasn´t. He tried to get a better angle while inserting the screw freehand. The screw followed the previous direction and the surgeon decided to accept the result and finished the surgery. After checking the post-operation CT-scan the surgeon decided to do a revision on (B)(6) 2019, after one month from the primary, because the screw was in the joint.